Event description:
Boston scientific crm received information that the right atrial (ra) lead dislodged one day post implant. The physician opted to explant the lead and implant an active fixation lead instead. The ra lead was sent to the hospital pathology department, per hospital policy. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.